Event description:
Olympus was informed that during an unspecified procedure, the handle and the sheath of the device were soft. It was reported that the patient sustained an unspecified injury. Olympus followed up with the user facility to obtain additional information regarding the reported event via email but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. Review of the instrument history shows the device was purchased on (B)(4) 2007 and the last service was performed on 09/19/2014. A review of the device history records showed no anomalies, with the manufacturing process. The device evaluation found that the device failed leak test. It was noted that the device was leaking at the bending section cover glue from the distal end of the insertion tube. The device was serviced and returned to the user facility.